Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported that the device was cleaned, disinfected and sterilized prior to return to olympus. The customer could not confirm the origin or composition of the foreign material. Regarding pre-cleaning: the customer reported there was no delay in pre-cleaning after procedures, the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Regarding manual cleaning: the customer reported the endoscope was immersed in detergent solution and the air/water nozzle was flushed with air and water. The customer did not confirm whether the air/water nozzle had been wiped down. During evaluation, the reported issue was confirmed; the air/water nozzle did not drain effectively due to the foreign material clogging the nozzle. Visual examination showed the objective lens adhesive had a cloudy area, the light guide lens had a cloudy area and the connector cover was scratched. The investigation found that the nozzle was not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. This issue is addressed in the operator's manual: "chapter 3- preparation and inspection" describes how to detect the reported event and "chapter 5- reprocessing the endoscope" describes how to prevent the reported event. The investigation could not confirm whether the device had been reprocessed in accordance with the device instructions. Investigation noted that it could not conclusively specify the root cause of the foreign material remained in the device. The event ¿clogged foreign material in the nozzle¿ however was confirmed. Therefore, the device did not meet the specifications nor the features. Feedback to customer as noted in investigation: to please conduct reprocessing in accordance with instruction for use (IFU). Olympus will continue to monitor field performance for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was being inspected prior to use and had poor drainage. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR)is being submitted to capture the reportable malfunction found during evaluation. The customer reported the scheduled procedure was completed with a similar device. No adverse effects to patient reported.